Manufacturer narrative:
The results of this investigation concluded there were calcifications and fibrous thickening of all cusps. There was circumferential fibrous pannus ingrowth on the inflow surface of all cusps, and on the outflow surface of cusps 2 and 3. Cusp 3 contained a partial thickness tear. No inflammation was present on the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, tear, or calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. On (B)(6) 2016, the patient underwent a right and left-sided catheterization and tee that revealed pulmonary hypertension, severe aortic stenosis, a mean gradient of 48 mmhg and a maximum gradient of 83 mmhg. A chest x-ray showed small bilateral pleural effusions and interstitial edema. On (B)(6) 2016, the patient presented with progressive dyspnea consistent with heart failure and an aortic valve replacement procedure was scheduled. On (B)(6) 2016, a sternotomy was performed, the trifecta valve was explanted and an aortic conduit was implanted (details unknown).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. On an unknown date, the valve was explanted (details unknown).